Event description:
The customer reported discrepant and elevated troponin I (access accutni) results, within the risk stratification, for six patients, involving access 2 immunoassay system. The customer stated three patient samples were reanalyzed on an alternate access 2 system and recovered lower results, within the normal reference interval. All six erroneous results were released out of the laboratory and questioned by the physician. There has been no report of patient injury or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) verified hardware performance and discovered the aspirate probe was not locked down and was moving freely. The fse locked in the aspirate probe and adjusted the substrate probe. High sensitivity system check, calibration, and all levels of troponin I quality control (qc) were performed following service; all results were within specifications. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. All samples were plasma, collected in 4 ml becton dickinson (bd) vacutainer lithium heparin tubes. Samples were centrifuged between 3,200 to 3,500 rpm (revolutions per minute) for ten minutes, at room temperature. The customer indicated samples are typically tested within one hour after collection and stored at room temperature prior to analysis. Weekly maintenance and system check were performed on (B)(4) 2012 and passed within specifications.